Event description:
Injected synvisc-one into bilateral knees in office on (B)(6) 2018. Patient called with symptoms on (B)(6) 2018. Although noted that symptoms had started soon after injection. Went to walk in clinic on (B)(6) 2018 and his right knee was aspirated for 100 ml. Patient reports that his left knee was initially swollen, painful, hard to walk, this somewhat resolved, then right knee started with symptoms on (B)(6) 2018. Bilateral knee osteoarthritis. Dose or amount: 6 ml millilitre(s), route: intra-articular.